Event description:
A customer reported deficiency in suction during phacoemulsification mode of a cataract extraction with intraocular lens implant procedure. The surgeon experienced low suction when the treadle was depressed. Surgery was completed even though suction was decreased with no harm tot he pt. Service was requested for the system. A plastic object was found to be stuck underneath the treadle not allowing it to be fully depressed. The piece of plastic was removed and the problem was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).